Event description:
Reported false negative sars result for 1 symptomatic (1-3 days post onset of symptoms) patient. The customer communicated the result was confirmed positive by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.